Event description:
During an in-clinic follow-up, noise which resulted in oversensing and pacing inhibition was observed on the right ventricular (rv) and right atrial (ra) channels of the device in a pacemaker dependent patient. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that provocative testing was performed and the noise was reproduced.

Event description:
Additional information was received that there is suspected lead damage.